Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suture cut needle driver instrument to perform failure analysis (fa). The instrument was found to have an input disk broken. Input disk 6 was found completely detached from the base of the housing.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure that the plastic gears of a mega suturecut needle driver instrument broke off in the patient. The magnet also fell in the patient. The fragments were retrieved during the procedure. Intuitive has made a follow up attempt with the initial reporter to obtain additional information. This is the extent of the information available at this time.